Manufacturer narrative:
No evidence of malfunction was found with the electrode tip or valley lab pencil returned for eval. Recently activated electrodes can still be hot enough to cause a burn. Placing these recently activated devices on a drape or pt is cautioned against in the user instructions. The risk of burns from a hot tip can not be eliminated by design, so the user must follow instructions when using these products.

Event description:
During a breast case, the dr placed the electrode aside to use a retractor. Per the dr, the electrode remained hot and burned the drape.